Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the mlx 300w xenon lightsource (00mlx) was powered on, the light did not turn on. After about 15-20 minutes of warming up, the light came on for a few minutes then turned off. The machine was still on but the light was out. The bulb was checked and found to be within 1000 hours. It was reported by the facility's biomedical engineer that the fuses in the power entry module were blown. It is unknown under which circumstance this event occurred; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).